Event description:
During testing prior to use everything was functional, after the procedure device was leaking and breathing volume dropped. Leakage was found between the tube and connector. Tube was changed immediately. No patient injuries.